Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 30-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 (B)(4) (hcp,rep): information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown baclofen, clonidine and dilaudid via an implanted pump. It was reported the patient was in the emergency room having withdrawal like symptoms. It was noted the patient had recently had a normal pump replacement. The rep increased the patient's pump by 15% which did help the patient as they had less spasms. It was noted the patient did have four pills of five milligrams of valium which resulted in the patient having some simulants like state. A CT scan was done and they believe the patient might have had a stroke. The patient was noted to be non-responsive. The caller was unsure if the pump was related to the stroke or the reason for the patient having the spasms and withdrawal like symptoms. Caller stated that they are working with the doctor to figure out what was the culprit as the patient did start feeling better when they did the 15% increase. On (B)(6) 2022 e1 (hcp,rep): additional information received from a healthcare provider reported the patient had a small stoke on the o pposite side of brain with no known cause. It was noted the withdrawal symptoms were likely due to a kink in the catheter when the doctor put the pump back in. As soon as the hcp removed the pump there seemed to be a large amount of fluid that came out. Then it seemed like it slowed down to a normal drip of csf. The whole catheter was replaced and the issue resolved. (B)(6) 2022 e2 (hcp,rep): additional information received from a healthcare provider reported the serial number of the catheter and that the catheter was not going to be returned.